Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per biomed, probe has dark vertical lines present in the scan field appearing a few crystals or sector of crystals failing or degraded--tried in a new unit and artifacts transferred. Also identified that the strain relief has released from the transducer connector and doesn't snap back in well.